Manufacturer narrative:
Results: fowler/skoocher weldment box. Conclusions: part number 4701-035-100 (fowler/skoocher weldment assembly) will be sent to the user facility to repair the issue.

Event description:
It was reported that the weld broke on the bed and the head of the bed dropped as the patient was in it. No adverse consequences were alleged.